Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim: issue: hole in the tubing there was leakage and air pushing through. It was replaced

Event description:
No additional info.

Manufacturer narrative:
Product or photo was returned by the customer. The customer complaint that there was damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.